Event description:
Patient contacted dexcom technical support on (B)(4) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient stated the sensor wire had detached and it was hanging from the sensor applicator. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015. The reported event of detached sensor wire could not be confirmed. In addition, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.